Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. The device was simply pulled out from the patient's body. No patient complications reported and the patient's status was stable.